Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the doctor felt resistance when attempting to inflate the pilot balloon. There is no patient involvement and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Confirmed failures for the reported issue have been investigated under a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.